Manufacturer narrative:
The device is undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post markey quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection confirmed the header was detached from the device and only a portion of the header was returned. Detailed analysis confirmed the setscrew would not move in either direction. Visual inspection noted that the setscrew was stuck in the up position inside the capture washer. The setscrew was loosened with force and operated normally in both directions once it was disassociated from the capture washer. No further testing could be conducted given the condition of the device. Analysis did not identify any device characteristics that would have caused of contributed to the reported clinical observations of the setscrew becoming stuck.

Event description:
It was reported that during the routine device replacement for normal battery depletion, the setscrew on this subcutaneous implantable cardioverter defibrillator (s-ICD) became stuck. A torque screwdriver was used first but did not work correctly (the setscrew only turned continuously in both directions). A non-torque screwdriver was used and this one broke. The head of the setscrew was still intact. A new torque screwdriver was used but the setscrew remained stuck.. The physician then used an orthopedic cutting pliers to break the connector of the defibrillator and then the electrode was removed without damage. The electrode was tested with no issues found and was connected to the new device to complete the procedure. In addition, it was reported that angulation in the distal part of the lead caused difficulty in moving through the defibrillator. No adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
The device is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that during the routine device replacement for normal battery depletion, the setscrew on this subcutaneous implantable cardioverter defibrillator (s-ICD) became stuck. A torque screwdriver was used first but did not work correctly (the setscrew only turned continuously in both directions). A non-torque screwdriver was used and this one broke. The head of the setscrew was still intact. A new torque screwdriver was used but the setscrew remained stuck.. The physician then used an orthopedic cutting pliers to break the connector of the defibrillator and then the electrode was removed without damage. The electrode was tested with no issues found and was connected to the new device to complete the procedure. In addition, it was reported that angulation in the distal part of the lead caused difficulty in moving through the defibrillator. No adverse patient effects were reported. The explanted device was expected to be returned for analysis.